Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient via a manufacture representative (rep) regarding a patient with an implantable neurostimul ator (ins) for spinal pain. It was reported that the patient was on a bus to go to work and went over a big bump and went up into the air and back down onto their seat. The patient stated that they felt pinching along track of the leads, close to the battery location. The physician believes it was scar tissue. The physician had them check the connection and impedances. The connection check showed the zero contact to be red and the same with the impedance check. The patient¿s programming however did not use the 0 contact so no changes were made. The issue was not resolved at the time of the report. No surgical intervention occurred or was planned at this time. The event occurred on (B)(6) 2018. No further complications were reported/anticipated.